Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Comes off, it becomes detached from the holder, the brush pops off - oral-b [device breakage] . Case narrative: male consumer via phone stated that the oral-b toothbrush head came off/became detached from the oral-b toothbrush holder. The oral-b toothbrush head popped off. No injury was reported.

Manufacturer narrative:
On 29-sep-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Comes off, it becomes detached from the holder, the brush pops off - oral-b [device breakage]. Male consumer via phone stated that the oral-b toothbrush head came off/became detached from the oral-b toothbrush holder. The oral-b toothbrush head popped off. No injury was reported. On 13-sep-2023 case update: the suspect product lot was p3053. No injury was reported. On 19-sep-2023 case update from information initially received on 13-sep-2023: the suspect product was oral-b power oral care refills sensi ultrathin eb60. The concomitant product was oral-b rechargeable toothbrush handle 3709. No injury was reported.